Event description:
A total capsulectomy was performed during replacement surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9 h3 h6. Laboratory analysis summary the device related to the reported events capsular contracture and malposition was received on sep 03, with lot number 3514183. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ malposition: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, d6b, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional additionally reported "implant malposition." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device remains implanted.